Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8242671, medical device expiration date: 2020-03-31, device manufacture date: 2018-08-30. Medical device lot #: 8331522, medical device expiration date: 2020-05-31, device manufacture date: 2018-11-27. (B)(6). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foam and poor gel migration were noticed in the bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifugation. Lot #'s 8242671 and 8331522 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter: "we are users of the bd products ref. 367376. For several weeks, we face different issues when sampling during the centrifugation (foam, poor gel migration). Lots involved are 8242671 and 8331522."

Event description:
It was reported that foam and poor gel migration were noticed in the bd vacutainer® lh pst¿ ii plus blood collection tubes after centrifugation. Lot #'s 8242671 and 8331522 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. The following information was provided by the initial reporter, translated from french to english: "we are users of the bd products ref. (B)(4). For several weeks, we face different issues when sampling during the centrifugation (foam, poor gel migration). Lots involved are 8242671 and 8331522."

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure modes for gel smearing and poor barrier separation with the incident lots were observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issues relating to gel smearing and poor barrier separation were not observed. A review of the device history record was completed for the incident lots and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes for gel smearing and poor barrier separation with the incident lots were observed. Additionally, testing of the retain samples was conducted and no issues were observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.